Manufacturer narrative:
This follow-up was created to document the conclusion of the investigation. No product was received for evaluation. As examination of the components may not conclusively confirm or disprove the report of infection, pain, dyspareunia, and continued incontinence, quality accepts the observations as to the reason for medical intervention. The contract manufacturer was notified of the reported complaint. A review of the complaint history database, non-conformances and capas revealed no trends for this lot.

Manufacturer narrative:
The contract manufacturer reviewed the DHR and stated specifications were met. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to the information provided by health (B)(6) the installation of the strip was done in the months before menopause and the patient has long associated pain during sex with it. In 2017 she met a gynecologist and another urologist who confirmed that the pain did not come from my vagina but from the strip. Her sex life stopped in 2011. In addition to the groin pains and right side in the hip. If she does more activity, her incontinence comes back. She has to go to urinate several times. Often sensations of urinary infection.